Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead is unable to capture. The patient appeared to have exit block. Large fibrous tissue was noted at the end of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.